Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 6000 c (501) module. The sample was initially processed on the analyzer in a barcoded tube and resulted with a creatinine value of 1907 umol/l. This initial value was reported outside of the laboratory. The sample was then manually programmed on the analyzer for repeat testing\, resulting with a value of 100 umol/l. The sample was also repeated a second time, resulting with a value of 97 umol/l. The value of 100 umol/l was believed to be correct. The creatinine reagent lot number was 41531401, with an expiration date of 31-mar-2021.

Manufacturer narrative:
The provided calibration data was acceptable. Quality control data from(B)(6) -2020 until (B)(6) 2020 was within specifications, with two data points for the second level control being outside of range. The control values fluctuated. Gel globules were found on the affected patient sample. Visible fibrin clots were also in the sample. The sample probe was found to be contaminated. Sample centrifugation g-force was too low. Upon review of the alarm trace, abnormal probe aspiration alarms occurred around the time of the issue. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.